Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. Additionally, the customer experienced difficulty charging the pump. Reportedly, customer cleared the alarm to address the issue and was able to successfully charge the pump. There was no reported adverse impact to customer's blood glucose level.